Event description:
Customer reported receiving a no delivery alarm on the insulin pump during prime. Customer's blood glucose reading was noted to be 193 mg/dl in the morning. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.